Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received more than two inappropriate shocks for fast atrial fibrillation (af) with a rapid ventricular response. The physician is reluctantly considering altering the patient's medication but also decided to contact boston scientific technical services (ts) for review. Ts discussed that the potential programming options to prevent similar arrhythmias from being treated. Potential ablation procedure was also discussed to better manage the patient's af. At this time, this ICD remains implanted and in-service. No additional adverse patient effects were reported.